Event description:
The customer reported that the ventilator shut down and alarmed during use on a patient when the ventilator circuit was removed and then reconnected. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the reported event. The service technician replaced the power management and motor controller pcb boards to address the finding. Performance verification testing was completed and passed to operating specifications.